Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damage to the bottom corner of the display consistent with mis-handling. The lcd display and front enclosure were replaced to remedy the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display was damaged and no clinical data could be seen. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.